Manufacturer narrative:
The field service representative (fsr) was not able to verify the issue. He observed the epgs to calibrate with no problems. He replaced the o2 sensor. The unit operated to the manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the oxygen (o2) sensor on the electronic patient gas system (epgs) would not calibrate. As a result, an alternate device was employed. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the oxygen (o2) sensor cartridge to pass calibration ten times at ambient temperature and pass calibration ten times at 10.3 degrees celsius. Per data log analysis, on (B)(6) 2019 at 07:13:17 calibration was started. At 07:13:19 calibration failed zero flow high after cal 0.84 liters per minute (l/min). It seems like there are multiple attempts to calibrate and multiple failures. Before the software initiates the calibration, it turns the flow valve clockwise (cw) then it takes a reading from the flow meter it should read zero. In this case the flow meter is reading 0.84 l/min which was failing the calibration.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly